Event description:
Customer reports that her device read 266 mg/dl while the doctor's device read 89 mg/dl. No treatment received. No strip information reported. No quality controls were used. Requested return of suspect device and replacement was sent.